Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a donor nephrectomy procedure, the disc was torn. There was no pt consequence.